Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the nurse was looking for air bubbles, the tubing separated at the slide clamp of the pumping segment. The set had been in use for 1 day. There was no report of patient harm.

Event description:
The customer reported that when the nurse was looking for air bubbles, the tubing separated at the slide clamp of the pumping segment. The set had been in use for 1 day. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a tubing separation was confirmed. Visual inspection showed the set was separated between the silicone segment tubing and the lower fitment. The silicone segment end had evidence of a retainer ring indentation which did not appear misaligned along the silicone segment tubing. No obvious damages were observed on the lower fitment or the rest of the set. Functional testing was deemed unnecessary due to the separation. The root cause was not identified.